Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)." The device was returned to the factory for evaluation on (B)(6)2024. An investigation was conducted on (B)(6)2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device did not transect tissue. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). Based on the returned condition of the device as well as the evaluation results, the reported failures "material twisted/ bent wire" and "failure to cut¿ were confirmed. Specific actions for the reported failure mode "material twisted/ bent wire" are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000412665 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 wouldn't cauterize as the metal tip was loose. The jaws were closed as they were inserted into the cannula. A new device was used to complete the procedure. There was no delay. There was no patient harm.